Event description:
It was reported the pt had the valve implanted in 2007 due to calcification and stenosis of his native aortic valve. Echocardiograms conducted postoperatively revealed elevated gradients. No thrombi in the atrium or af were detected. The pt initially refused re-operation, but had syncope and fainting; therefore, decided to undergo surgery. During the explant procedure, the surgeon found a blood clot in the left atrium that was removed. The valve was removed and replaced with a 23 mm valve from another manufacturer.